Manufacturer narrative:
On august 16, 2023, mentor received additional information. Date of event was updated to january 01, 2016. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 18, 2023, mentor became aware that the patient experienced bilateral baker grade IV capsular contracture as well as migraines, extreme fatigue, brain fog, nerve pain, muscle pain, and acid reflux. The patient's date of event was updated to august 01, 2020. A second file was generated to document the patient's left breast complications. Refer to manufacturing report number 1645337-2023-06797 for the contralateral event. Mentor became aware that the patient's device was discarded upon removal. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. On june 06, 2023, mentor completed an analysis of a photo of the explanted device. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). H6 health effect - clinical code e2402: generalized illness reason for device explant and/or reoperation: capsular contracture, generalized illness manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 48-year-old caucasian female patient underwent a breast augmentation revision surgery with a 685cc mentor memoryshape breast implant. Post-operatively, the patient experienced capsular contracture of an unknown baker grade in the right breast as well as a rupture of her right prosthesis, which were identified by a medical professional. As a result, the patient underwent removal surgery on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).